Manufacturer narrative:
Philips service replaced the suite pc and reinstalled the software, resetting the system configuration. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the suite pc failed to boot on an azurion 7 b20. The clinical use of the system was unknown. There was no reported patient or user harm.